Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex deflectable videoscope exhibited a communication error (error code b30). The issue occurred during a therapeutic low anterior resection procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's transmission error (b30) malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a problem caused by the image sensor unit. Additionally, as we have confirmed that the image sensor unit cable sheathing has been torn, it is assumed that the load was applied to the internal imaging cable due to repeated bending of the universal cord, excessive bending, looping, and others. Olympus will continue to monitor field performance for this device.